Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not adjust stimulation, and experienced a loss of therapeutic effect. The pt could feel stimulation at 0.9 volts on program 1. The previous week, the pt was at 1.0 volts, and prior to that, the pt was at 0.45 and 0.65 volts, and her symptoms were better at 0.45 and 0.65. The pt stated that the symptoms have worsened over the past month. It was later reported that the pt tried programs 1 and 2 without any improvement. Info received from the hcp reported that impedances were over 4,000 ohms on 0 and 1, 0 and 3, 1 and 2, and 1 and 3. The pt was reprogrammed to case and 3 on (B)(6) 2011 and the symptoms seemed to approve, according to later telephone call.